Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the top portion of the ilet display stopped functioning and the screen was cracked, and a replacement device was shipped with instructions for return of the original device and standard start-up upon receipt. Symptoms included no clinical effects. Outcomes included no impact on health or medical care. Investigation included review of device history, verification of shipping and return logistics, and evaluation of return status. Investigation of this device revealed physical damage to the display consistent with a cracked screen and resultant loss of display functionality; no additional device component failures were identified. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical impact.